Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was unable to be duplicated. However, it was possible to verify in event history log. The device was inspected and performed functional tests, the pump failed downstream occlusion high pressure calibration. The device was opened and found that the chassis assembly was visible and contained fluid ingression. Further investigation of the pump found that the downstream occlusion sensor was caused and damaged by fluid ingression. Fluid ingression was the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached". No patient was involved in this event and no adverse effects were reported.